Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that a insulin syringe 50 ui separated from the hub during use. The following was reported by the initial reporter: "customer reports: "I always buy insulin syringe 50 ui and 30 ui, 6mm needle, 0.25mm gauge. A lot has happened when trying to take the cap off the needle, it comes out together, staying inside the cap. I am sending this email as a quality complaint, because every time it happens we have to discard the syringe "."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to batch being unknown, no DHR can be reviewed. H3 other text : see h.10.

Event description:
It was reported that a insulin syringe 50 ui separated from the hub during use. The following was reported by the initial reporter: "customer reports: "I always buy insulin syringe 50 ui and 30 ui, 6mm needle, 0.25mm gauge. A lot has happened when trying to take the cap off the needle, it comes out together, staying inside the cap. I am sending this email as a quality complaint, because every time it happens we have to discard the syringe "."